Manufacturer narrative:
H4: device manufactured between november 04, 2019 to november 05, 2019. H10: five (5) devices were received for evaluation. Visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Additionally, visual inspection with magnification did not verify the reported issue in any of the samples. Fill port caps were removed from samples and no damage or black foreign material was observed of all connector/caps. Functional testing was not performed for this complaint. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were five (5) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags in which black foreign material was found. This issue was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.